Event description:
The suspect device showed variation in test results when compared with a coaguchek meter. The following test results were provided: see scanned tables. Note: comparison tests were performed within one hour of each other. Pt observed himself with symptoms of hematuria and large bruises and requested that technical support contact his cardiologist. The cardiologist was contacted and requested technical bulletins and instrument correlations. In 2005, copies of technical bulletins, evaluation guidelines and instrument comparisons were faxed to the physician.